Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and occlusion on the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer declined to troubleshoot for high readings. The customer stated that the pump did not give her insulin. The customer tried to bolus and received no delivery. The insulin pump was not returned for analysis.